Event description:
It was reported that during a revision surgery, during the implant of a new catheter, the health care provider (hcp) put the spinal needle in at lumbar 1 (l1), the catheter was inserted but it went retrograde (down) instead of up. They therefore reinserted the spinal needle higher up and then the catheter would not advance. It was noted the guide wire was all the way to the end. The drug being delivered by the pump was not specified. It was further reported that the medication being delivered by the previous pump was prialt. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8575, lot# n076418, implanted: (B)(6) 2007, product type: accessory. (B)(4).